Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain, sciatic nerve injury, and cervical/neck. It was reported that something hurt real bad around the battery. The patient said the system in his left hip is for his hands and the wire goes up his back into his spinal cord. The system on his right side was implanted for his legs and feet and that was the stim that was hurting right behind under the tissue right behind the battery. The patient said the pain started not aggressive like now. The patient said it was right after the lady hit me in the rear after (B)(6) 2017. The patient said it was not a big deal at first, but it gained intensity and now it was extreme. The patient said he can¿t twist or anything. The patient said he recently moved, but his old healthcare provider (hcp) addressed the issue one time. The patient said the issue gradually got worse, the pain and all that, and now it just came to a head. No further complications were reported.